Event description:
It was reported by the rep that the device was used during a laparoscopic sigmoid resection. It was reported after firing the cdh25, the surgeon used saline and air to check the integrity of the anastomosis. Air bubbles were seen which indicated a leak. The surgeon then oversewn the anastomosis site. The proximal doughnut wasn't a complete ring.